Manufacturer narrative:
Block h6 the device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a fistula repair through a stoma in the bowel procedure performed on (B)(6) 2024. During the procedure, the suction button got stuck in the scope and could not be removed. The scope was removed and swapped with an alternate colonoscope to complete the procedure. The suction button was removed with pliers, and it was noticed that the peek collar and plug of the suturing cinch was in the suction channel. The suture was reported to have broken after cinching the first suture. The suture remains implanted, and another suture and cinch were used to complete the procedure. There were no patient complications reported as a result of this event.